Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the black box showed that loss of cartridge detection had occurred. The pump was able to exercise for 24 hours without issues. The force sensor calibration was found to be within specifications. The pump was opened and the solder connect between the force sensor flex and the force sensor pins was found to be cracked and making an intermittent connection.

Event description:
The pump was returned to animas for multiple loss of prime warnings. During evaluation, a solder connection in the force sensor circuit was found to have cracked. This report is made based on the results of evaluation.